Event description:
It was reported that the ventilator failed transducer test during pre-use check. It was not determined which test pressure or flow transducer failed. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that transducer test failed occurred. There was no patient involvement. Technician confirmed that device failed internal leakage test during pre-use check, which has been caused by the physically damaged moisture trap. The issue has been resolved by replacement of the damaged part. The device was delivered to the user in working condition. Identification of issue has been done by analyzing problem description and service report. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. Further received information indicated that moisture trap, which is part of the expiratory cassette was detected as faulty and physically damaged. We do not consider issue with moisture trap as a safety related, as moisture trap is part of the expiratory cassette, which is only measuring and will not affect ventilation. It is worth noting that pre-use check (puc), which should always be performed after turning on the ventilator (always before connecting the ventilator to a patient) includes tests which detect leakage. The root cause to the reported issue has not been determined. The correction of field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).